Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead had failed to capture. The lead was explanted and replaced. The patient was in stable condition.